Manufacturer narrative:
(B) (4). (B) (4). The set has been received, investigation is not completed. A follow up report will be submitted with any new relevant information.

Event description:
Customer reported ivpb tegicycline backed up into primary IV of 0.9 nacl. There was no adverse patient effect. No additional information was available.